Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found fibers and the haptic torn/deformed/stretched out. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -8.0/1.0/054 (sphere/cylinder/axis) was implanted into the patient's right eye (od). On (B)(6) 2024 the lens was implanted and removed intra-operatively due to a low vault. No new lens was implanted. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).